Event description:
It was reported that pre-implant testing during a device replacement procedure revealed this right ventricular (rv) lead had shock impedance values high out-of-range at 175 ohms. A 10j commanded synchronous shock was performed, which resulted in values of 150 ohms. Due to the age of the patient and the fact that a shock had never been delivered, the physician and patient decided not to implant a new rv lead. The lead remains in-service, and no additional adverse patient effects were reported.